Event description:
Caller reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 200's mg/dl range (aviva) and 90 mg/dl (hospital). Patient does not remember which of her meters ((B)(4)) and test strips ((B)(4)) were used to obtain the reading in the 200's range mg/dl. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer alleged lots 497268 and 497263 were in use at the time of the event, however she did not know which result produced the discrepant result. Neither lot was returned for investigation.